Manufacturer narrative:
The customer only returned the suspected contour next link 2.4 meter. The contour next test strips (lot # 8aped03a) were not returned for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8aped03a, which gave satisfactory performance. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer obtained a blood glucose reading of 1.7 mmol/l on the contour next link 2.4 meter. Even though the customer had no symptoms of hypoglycemia, the advocate gave him two teaspoons of glucose. The advocate performed a repeat testing with a non-ascensia meter within 10 minutes and obtained a reading of 13.7 mmol/l. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.